Manufacturer narrative:
The patient profile was imported and a log analyses was performed. A log review revealed the patient had many low spo2 and high hr alarms throughout the event starting at 7:16am. Multiple low and high grade alarms were generated correctly between 7:45am and 8:00am. Life threatening alarms (both asystole and ventricular fibrillation) were present starting at 8:07am. The investigation shows that all alarms were correctly generated both locally and remotely. Additional information was provided stated that the reason for filling the complaint was that the user could not hear the alarms generated from another room. After importing the patient profile, it was found that the alarm volume was set to 50% at the bedside. The IFU notes to make sure the alarm tone volume is set so it can be heard in the monitoring environment. There was no alleged malfunction of any draeger devices, and this was confirmed in the logs.

Event description:
It was reported that a patient had a cardiac arrest at 7h45 am on the (B)(6) 2016. Cardiac massage started around 8h00 am. Alarms have been displayed on other iacs and ics but patient rooms are very isolated and alarms were not heard by nurses. The patient died.